Event description:
It was reported that ten minutes after the ventilator was connected to the patient, there was no volume delivered with an audible alarm. The patient was manually ventilated until the respiratory therapist arrived to place the patient on another ventilator. No patient harm reported and the patient's vitals stayed within normal parameters.